Event description:
It was reported to philips that the battery was not charging. The device was in standby for a cardiac arrest, however there was no reported patient involvement. The customer has managed to solve the reported problem without philips evaluation and no additional information was provided, the device was back to full function. The device remains at the customer site and no further action is required at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.